Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her daughter's blood glucose reached "high" (>500 mg/dl) after wearing the pod longer than 48 hours. The patient was taken to the hospital where she was treated for hyperglycemia with lantis and unalog. Insulin history is as follows: (B)(6). The pod was deactivated and it was noted that the cannula was bent.